Manufacturer narrative:
On 18-nov-2021, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. During the procedure, when the product was used, valve damage was confirmed. This occurred two hours after the sheath was used. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. Additional information was received, and it was reported that the hemostasis valve (gasket) did not break into two or more separate pieces. There was no blood return nor air contamination reported.

Manufacturer narrative:
Initially, it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device and observed that the brim cap was detached from the hub of the unit when it was received. The hemostatic valve issue remains assessed as MDR reportable. The additional finding of the brim cap detached was also assessed as MDR reportable. The awareness date is 03-feb-2022. The device evaluation was completed on 03-feb-2022. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. During the procedure, when the product was used, valve damage was confirmed. This occurred two hours after the sheath was used. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. The product was returned to biosense webster for evaluation. It was sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed that the brim cap was detached from the hub of the unit when it was received. The complaint reported by the customer as ¿hemostatic valve ¿ separation¿ was confirmed since the brim cap was observed detached from the hub of the unit, as received. The brim cap was not returned for analysis. However, neither damage nor any anomalies were observed on the internal components of the hub. Controls are in place to verify the units for this kind issue. The devices are inspected 100% before leaving the facility. Several inspections are performed through all assembly process operations. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. As part of quality process all devices are manufactured, inspected, and released to approved specifications. The device history record (DHR) for lot# 17992742 was reviewed and no internal actions were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on the DHR, the h 4. Device manufacture date has been updated. The cause of the detached brim cap observed on the unit could not be conclusively determined during the analysis; procedural factors and /or handling process may contribute to this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).